Event description:
It was reported that during incoming inspection, the outer package was damaged. During product evaluation, it was found that the sterility of the tray was compromised. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection confirmed the outer package was bent and damaged as well as the tyvek tray. The sterility of the tray was compromised. Due to the denting of the plastic, the seal of the paper lid had been lifted from the tray. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to transit/storage issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: country: japan.